Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient had red tinged urine and bleeding at the groin access site. The groin bleeding began after the patient sat upright in bed, and bleeding control could not be fully achieved afterward. Hemolysis was not initially recognized, as no suction or placement cues were indicated on the automated impella controller (aic). The patient subsequently developed urinary retention and required straight catheterization. The catheterization was difficult and traumatic, yielding approximately 1.5 liters of dark red urine. The patient remained hemodynamically stable; however, due to the noted complications, the clinical team decided to remove the pump.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.